Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered and 3 days later a stent thrombosis occurred. In 2004, the pt was given tridil, ancef, phenergan and reopro bolus and IV drip pre-procedure. The first lesion was located in the mildly calcified, 90% stenosed proximal circumflex (cx). The vessel was pre-dilated with a maverick 2.5 x 15 mm balloon. The physician placed a taxus express2 8.8% 2.5 x 24 mm drug eluting stent in the proximal cx. The vessel was then dilated several times with several different size balloons 8 - 18 atms for 30 - 60 seconds, just distal to the stent. The second lesion was located in the severely calcified, 95% stenosed mid cx. The physician attempted to cross the lesion with a cutting balloon but was unsuccessful. The vessel was dilated with a quantum 2.5 x 12 mm balloon 20 - 22 atms for 40 - 45 seconds. The physician then used a rotoblator 1.25 mm burr 5 times at 165 - 180 rpms for 10 - 20 seconds. A quantum 2.5 x 12 mm balloon was used to inflate once at 8 atms for 30 seconds. The physician then deployed a taxus 2.5 x 16 mm stent to the mid lcx and post-dilated the stent at 10 - 14 atms for 20 - 30 seconds. The stent would not fully expand due to the severe calcification. The physician tried to remove the balloon but it wouldn't come out. He tried to inflate and deflate and pulled neutral but still noted difficulty withdrawing the balloon. The physician removed the guide catheter and balloon as a whole, with some difficulty. Heparin was given during the procedure. Post procedure 0% stenosis and timi 2 flow was noted in the proximal cx; 10% stenosis and timi 2 flow was noted in the mid cx. The treatment of the mid cx lesion was felt to be "incomplete." The pt's condition was reported as stable. On review of the cine, a dissection was noted. Three days later the pt returned with chest pain. A repeat angiogram confirmed a total occlusion of the cx at the ostium. The treatment was medication. It was reported that after reviewing the case the physician indicated there wasn't good flow after the initial stenting and the pt probably had clotted distal to the two stents. Same case as 6000093-2004-00220.